Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup in the device cup. The tether was cut. The tether was tangled with the device tines. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The tether is knotted at the recapture feature of the device. Articulation could not be performed as the tether was cut. Deployment could not be performed as the tether was cut and the tether was knotted. Concomitant medical products: product ID: mc1vr01us, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether could not be fully removed from the device after it was cut. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.